Manufacturer narrative:
A ge service representative performed an onsite investigation. Performed backup, lfc(load from cold) on system patient database and configuration files. The system was tested and found to be working as intended and returned to service

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.